Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On 06/27/2016, the patient contacted lifescan (lfs) alleging that her onetouch verio iq meter was displaying a meter message ¿ to ¿apply sample¿ whilst trying to test her blood glucose. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged issue began on ¿(B)(6) 2016, 10:00am¿. The patient manages her diabetes with insulin pump therapy. The patient reported that as a result of the alleged product issue she took insulin, however was unable to recall the dose administered. The patient stated that a couple of hours after the alleged product issue began she developed the symptoms of ¿shaky, weak, headache and slurred speech¿. On (B)(6) 2016, 12pm the patient reported that she obtained a blood glucose result of "low" on an emergency medical services (ems) meter and was treated with IV glucose by health care professional (hcp). At the time of troubleshooting the cca noted that this was not the first time the patient had used the subject meter and the patient was using the correct test strips. The patient was using the correct testing steps and the test strip completely drew in the sample. The issue remained unresolved after walking the patient through a retest. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.